Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low and high. The blood glucose ran as high as 457 mg/dl. The customer treated with the insulin pump. The drive support cap appeared normal and recessed. The time and date were correct and the bolus rates and bolus wizard settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.